Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding difficulty disassembling a da impactor bolt from a shell was reported. The event was confirmed. Method & results: -device evaluation and results: a function analysis confirmed the reported disassembly difficulty. Inspection of the device found no damage to the product. In addition, no manufacturing non-conformances were identified. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no previous reported events for this lot ID. Conclusions: it was determined that no manufacturing non-conformities were identified. However, this device is in scope of a non-conformance report to further investigate the root cause of similar reported events.

Event description:
It was reported that magnetic da nut stuck in a psl cup.

Event description:
It was reported that magnetic da nut stuck in a psl cup.